Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place the system into MRI mode due to one lead with high impedances and one lead had migrated. X-rays were taken and confirmed the lead migrated. Surgical intervention took place wherein both leads were explanted and replaced to address the issue.